Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012, explanted: (B)(6) 2013; product ID 5076 implantable pacing lead (B)(4) implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.